Manufacturer narrative:
All information was reviewed, and the reported single gripper actuation issue (difficult to open or close) was not confirmed. The improper or incorrect procedure or method/user error could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to open or close associated with a single gripper actuation issue could not be determined. Improper or incorrect procedure or method/user error is associated with the user curving the sleeve greater than 90 degrees. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and small atrium for a mitraclip procedure. During the procedure, one gripper was unable to actuate. The clip delivery system was curved 95 degrees. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 2 post procedure. There was no clinically significant delay or adverse patient effects.